Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer declined further troubleshooting with tandem technical support regarding the elevated bg, therefore no additional information could be obtained.